Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed an elective replacement indicator (eri). There is a concern that the battery depleted earlier than expected. It is reported that there was high output pacing on the left ventricular (lv) pacing lead with low impedance (around 250 ohm)., during the explant it was not possible to screw out the lv port setscrew in the header. This did not create a problem because the physician wanted to change to an is-a standard device. (Lv lead is is-1).,